Manufacturer narrative:
Sample has not yet been received, but was reported to be available. The sample will be evaluated when received and follow-up report will be filed.

Event description:
The son removed catheters from patient who had double hernia surgery. First catheter came out easily. Second catheter met resistance during removal, and with further pulling stretched and broke. Patient is unsure how much of the catheter remains inside the body, and was advised by hot line nurse to contact surgeon. Surgery performed on (B)(6) 2011 to remove fragment. Date of event: (B)(6) 2011.